Event description:
The reporter stated the surgeon inserted a cc4204bf collamer plate lens. Lens was damaged upon insertion. Lens was removed. No enlarged incision or sutures required. No pt injury. The reporter stated lens was loaded incorrectly.

Manufacturer narrative:
(B) (4). (B) (4).